Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 482mg/dl. Customer¿s current blood glucose level was 481 mg/dl. Customer had symptom of thirsty. Customer was treated with manual injection. Customer does was alleging pump was under delivering. Customer state that there was no leak and air bubble. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.